Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has also been submitted on importer medwatch report # 2429304-2023-00176.

Event description:
Olympus medical systems corporation (omsc) received a medwatch mw511789 reporting that the single use distal cover came off from the evis exera iii duodenovideoscope while the scope was pulled out post endoscopic retrograde cholangiopancreatography (ercp). The patient was re-scoped to find the distal cover, but it was not found. The patient ended up coughing it up and out. This event is reported under the following patient identifiers: (B)(6) - this reports the single use distal cover. (B)(6) - this reports the evis exera iii duodenovideoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. However, per CAPA-200735, the distal cover falling off the scope was likely caused by the following: 1. The distal cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent to the cover. 2. The distal cover was damaged by pushing it diagonally when attaching to the subject device. 3. The distal cover was insufficiently attached to the subject device. The event can be detected/prevented by following the instructions for use (IFU) in sections: chapter 4 operation manual - detection method chapter 3 operation manual - preventive measure this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.